Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient complained of pain at the lead site. The patient stated, he had lesions along the lead site, and pain irrespective of stimulation being on or off. Follow-up identified the patient had his entire scs system removed.